Event description:
It was reported that when the patient presented to the emergency department for chest pain unrelated to the device functionality, the programmer data logs could not be retrieved because the interrogation was not completed. An error message was received. Despite retrying the interrogation, the same issue persisted. Normal merlin on demand interrogation was completed to receive the data. No further information was reported.